Manufacturer narrative:
(B)(4). At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
At the time of the initial report the cardiac resynchronization therapy defibrillator (crt-d) was not explanted. The device was explanted 9 months later. No additional adverse patient effects have been reported.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appears to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and returned for analysis.